Event description:
It was reported that during implant procedure patient experienced continued diaphragm stimulation after the lead had been placed. The physician tried several repositions without success. The lead was removed and replaced. No patient complication was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.